Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367. This occurred during an unknown step in peritoneal dialysis therapy designated cycle three of six. The patient was connected at the time of the alarm. The patient was to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.